Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 350 mg/dl at the time of incident. Customer stated that they treated with insulin pump and already went down to 290 mg/dl. The customer's other blood glucose values were 304 mg/dl and 333 mg/dl. The customer alleged the insulin pump was under delivering and was assisted with troubleshooting. Customer stated that auto mode feature was active and automatically adjusting insulin at time of high blood glucose event. Customer was using insulin pump system within 48 hours of reported high blood glucose event. It was found that the infusion set cannula was bent and there was leakage at the site. The insulin pump will not be returned for analysis. The reservoir will not be returned for analysis.